Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report high blood glucose which was treated by the customer. Customer stated that she had experienced bent cannulas. Troubleshooting confirmed the insulin pump passed the prime test, but failed to alarm during the high pressure test. Advised to have insulin pump replaced.